Manufacturer narrative:
This is one of three device reports for this event. The associated MFR report numbers are: 1225714-2014-06523, 1225714-2014-06524 and 2937457-2014-01706.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired after the use of the product.